Manufacturer narrative:
H3: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the trach swivel adapter broke off into the elbow of the suction ballard. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: two photos were provided for evaluation. Broken connector was observed, this failure mode could cause a tracheostomy detachment from connector. The failure mode was observed in the photos. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damage occurred after the product left the shm facility. No product sample was received; therefore, functional testing could not be performed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.